Manufacturer narrative:
Correction to h10 of the initial report, the legal manufacture (lm) reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where information to judge deviation from the instructions for use (IFU) was not identified. This report is being supplemented to provide additional information based on results of third-party testing and the lms final investigation. The user provided the following result of re-culture testing, performed at the third-party labs: sampling date: feb 26, 2024 sampling from: unknown cfu: <1 cfu/ml bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. After the secondary culture testing is completed, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for 66 colony forming units (cfus) of klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.